Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced low blood glucose and paramedics were called a few times in (B)(6). Customer¿s blood glucose was 21 mg/dl and paramedics were called on (B)(6) 2019. On (B)(6) 2019, customer¿s blood glucose was 17 mg/dl and 27 mg/dl and customer was hospitalized both times. It was reported that the insulin pump stopped working and customer discontinued use of the insulin pump for a couple of months. Customer called back to begin using the insulin pump again, but it could not be turned on. After troubleshooting, customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.